Event description:
The pump and catheter were explanted and returned to the MFR for analysis after an implant duration of 2 months. No reason for the explant was given. A follow up report will be sent when additional info is received.